Event description:
Through a literature abstract, a surgeon presented the case of a pt who had migration of silicon oil (so) to the lid margin following a procedure to treat a retinal detachment. The pt first presented with retinal detachment in 2006. She then had a re-detachment of the retina in (B)(6) 2008. Following the circling and so tamponade procedure, slight swelling of the lid margin was noted. One month following the surgery, the pt was treated with antibiotics due to aggravation of the lid swelling. In (B)(6) 2008, the surgeon attempted to surgically remove the so from the lid margin. The so was removed from the eye in (B)(6) 2009. During this procedure, leakage of the so from the yarn through scleral buckling was confirmed. Following this, a surgical procedure to correct ptosis was performed by a plastic surgeon because the right side of the lid margin had swelling and serious ptosis. Granulation tissue was found in the eyelid. Pathological findings confirmed findings that would be made by the so removal mark and infiltration of foam cells.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. (B)(4). A case of intraocular silicon oil strayed into upper eyelid. Presented at (B)(6). (B)(4). Conclusion: in the case of using so, we should check if there is leakage from the wound after the surgery. According to the case, there was the possibility of local serious complication caused by spreading leakage silicon oil.